Event description:
A report was received stating that the cuff was inflating by itself, deflating and then would not inflate unless with high pressure. Further information has been requested; no further information has been received at this time. No adverse effects to patient have been reported.

Manufacturer narrative:
One used device sample was returned for investigation. Functional testing of the device found the cuff to inflate and deflate as intended. Submersion of the inflated device under water detected no leakage anywhere along the inflation system. Inspection and functional testing of the returned device found the device to meet with specifications and operate as intended.